Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been messing around with it and two days ago, was doing something and felt a shock in their back when they touched the phone/handset. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as the caller was not with the patient. They planned to check on the patient later that evening and connect to the device and adjust it so that stimulation was comfortable. They also planned to attempt to review the function of the external devices with the patient.